Manufacturer narrative:
Complaint history and product history records were reviewed and the documentation indicated the product met release criteria. The root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported a broken intraocular lens (iol). Patient impact is unknown. Additional information has been requested; however, further information has not been received.